Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The following were noted during visual inspection: scratched case, customer allied adhesive to the belt clip rails, pillowing keypad overlay, cracked retainer and corroded battery tube. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump was received with a depleted energizer alkaline battery installed. No damage noted on the original battery cap. The test battery was removed and reinserted with no failed battery test alarm noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, and motor. There were 48 boluses listed on the event date 05-oct-2021 in the pump history file. Please see below for the first 10 boluses listed on the event date 05-oct-2021 in the pump history file. (B)(6) 2021 20:07:43.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 10 bolusamountdelivered = 10 (B)(6) /2021 20:13:08.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.1 bolusamountdelivered = 0.1 (B)(6) 2021 20:18:05.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.1 bolusamountdelivered = 0.1 (B)(6) 2021 20:23:07.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.125 bolusamountdelivered = 0.125 (B)(6) 2021 20:28:03.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.1 bolusamountdelivered = 0.1 (B)(6) 2021 20:33:04.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.125 bolusamountdelivered = 0.125 (B)(6) 2021 20:38:02.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.1 bolusamountdelivered = 0.1 (B)(6) 2021 20:43:02.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.125 bolusamountdelivered = 0.125 (B)(6) 2021 20:48:00.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.1 bolusamountdelivered = 0.1 (B)(6) 2021 20:53:00.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.125 bolusamountdelivered = 0.125 please see below for the daily total of all insulin delivered on the event date 05-oct-2021. (B)(6) 2021 00:00:00.000 dailytotals dailytotalcollectionstarttime = (B)(6) 2021 00:00:00.000 dailytotalofallinsulindelivered = 47.025 dailytotalofbasalinsulindelivered = 36.325 dailytotalofbolusinsulindelivered = 10.7 there were no auto suspend (12) alarm noted in the pump history file. There were no user suspended alarm noted on the event date 05-oct-2021 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 05-oct-2021 in the pump history file. (B)(6) 2021 19:35:19.000 alarmalertnotification faultnumber = no delivery (7) (B)(6) 2021 18:10:44.000 alarmalertnotification faultnumber = no delivery (7) (B)(6) 2021 23:42:26.000 alarmalertnotification faultnumber = no delivery (7) (B)(6) 2021 08:53:56.000 alarmalertnotification faultnumber = no delivery (7) (B)(6) 2021 22:33:44.000 alarmalertnotification faultnumber = no delivery (7) (B)(6) 2021 13:21:00.000 alarmalertnotification faultnumber = low battery alert (104) (B)(6) 2021 22:52:00.000 alarmalertnotification faultnumber = change battery fault (73) (B)(6) 2021 23:23:00.000 alarmalertnotification faultnumber = off no power (11) (B)(6) 2021 23:33:00.000 alarmalertnotification faultnumber = off no power (11) (B)(6) 2021 23:34:04.000 alarmalertnotification faultnumber = post-reset ram crc alarm (23) (B)(6) 2021 23:34:32.000 alarmalertnotification faultnumber = batt out limit (6) (B)(6) 2021 23:34:43.000 alarmalertnotification faultnumber = batt out limit (6) (B)(6) 2021 23:44:00.000 alarmalertnotification faultnumber = batt out limit(6) (B)(6) 2021 15:07:06.000 batteryremoved (B)(6) 2021 15:07:06.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2021 15:08:00.000 batteryinserted the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2021 12:30:56 am. There was no power data available for the date of (B)(6) 2021. Unable to check power data for low battery alert, replace batt alert/change battery fault (73), off no power (11)/replace battery now alarm, and power loss alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump error 23 on 10/01/2021 23:34:04.000 and battery out limit alarm on (B)(6) 2021 23:34:32.000 were expected due to pump reset. (B)(6) 2009 00:00:01.000 timereset oldsystemtime = (B)(6) 2009 00:00:01.000 newsystemtime = (B)(6) 2021 23:34:01.000 no delivery (7) not confirmed. Low battery alert (104) unknown. Change battery fault (73) unknown. Off no power (11) unknown. Pump error 23 not confirmed. Batt out limit (6) no confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Low battery alarm unknown. Failed battery test alarm not confirmed. Exposure to moisture confirmed (corroded battery tube). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to high blood glucose. Blood glucose level was unknown at time of hospitalization. It was unknown that auto mode feature was active or not at time of event. Customer reported that they also receive battery failed alarm. Customer changed that battery but issue did not resolve. Customer receive battery failed alarm after battery change. The insulin pump will not be returned for analysis.